Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is alarming unexpected restart and alarm is recurring after resetting the device. During troubleshooting, the customer mentioned receiving a clock monitor frequency error alarm. Customer stated that when attempting to reset the time/date, the screen would dim in and out and she was not able to set it. Customer stated the insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Blood glucose value was 162 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a frozen display on the full segment due to a corroded interface board. Unable to verify other alarms due to the frozen display. The pump was received with minor scratches on the lcd window.